Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was also stated that the customer was getting no delivery alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded the device operated within specs.